Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported during surgery "hole in radius(edge)", "gel bleed", ¿damage caused by surgery noted ¿yes¿, ¿6mm pass cut from scissor infralateral radius'", and "creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as a surgical impact opening. (Shell thickness within spec). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: non-penetrating nick observed on the device. Wear abrasion observed on the device. Yellow particles observed in the gel. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported during surgery "hole in radius(edge)", "gel bleed", and ¿damage caused by surgery noted ¿yes¿ and ¿6mm pass cut from scissor infralateral radius'". Device has been explanted and replaced.